Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use. A pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid native aortic valve. No misloads occurred during loading. Upon first deployment attempt, infolding was observed when the valve was at an implant depth of 3mm. The valve was removed from the patient. All new devices were used to complete the procedure. A procedural delay of approximately 2 minutes occurred. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number (B)(6); product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured inside the delivery catheter system (dcs) and withdrawn from the patient. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.